Event description:
Or reports that during a wound closure for a tkr, a 2-0 stratafix suture broke. Due to the nature of the barbed suture and the direction of the surgeon, closure was suspended. Pa removed the 2-0 and 0 stratafix, as well the 0 vicryl from the wound. Wound closure was resumed utilizing 0 vicryl, 2-0 vicryl, 3-0 monocryl and 3-0 nylon. This added approximately 20 minutes to the case. Suture actually broke when patient was about 2/3 of the way closed. It was reported that the suture broke somewhere near the end. A suture pass was made and when pulled out, it broke. Minimal tension applied.